Event description:
It was reported that during a follow up in clinic, the device was found to be in backup vvi (bvvi) mode. Abbott technical support was contacted and the cause of the bvvi was found to be due to power on reset (por). The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The field event of device operating in backup vvi mode was confirmed. The device was received operating in backup mode. The device image indicated that the device went to backup operation due to sudden voltage drop, consistent with exposure to electromagnetic interference. Analysis was performed with a new battery installed and no anomaly was noted. The voltage had reached elective replacement indictor (eri) level. Longevity assessment was performed and the device was found to be in the normal range of operation with the appropriate remaining longevity.